Event description:
The patient was admitted to center for removal of a pigmented lesion of the neck. An intravenous was started by the anesthesiologist and medication was given for IV sedation. Local anesthesia was injected by the surgeon. The patient had supplemental oxygen running via nasal cannula at 5 electrocautery unit for control bleeding.at 9:30 am, flames were noted by the sterile towels which had been used to drape the incision site. The fire lasted approximately 1-2 seconds. It was immediately extinguished with water and towels. The oxygen cannula was immediately removed from the patient and the oxygen was turned off.the patient sustained superficial second degree burns of the face and lower nose. She was treated by the surgeon with bacitracin ointment and cool saline soaks. She was dischared with instructions to continue the same treatment and to be seen by the surgeon in his office on 2/23/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.